Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had moved. The patient stated that they noticed this issue a couple of weeks ago and saw their doctor but could not remember the date. It was also reported that the lead component (¿lead wires¿) of the ins system had moved as well and that the patient ¿can see them through my skin¿. The patient stated that they had not lost a lot of weight ¿or anything but something is definitely going on¿. The patient¿s implanting physician referred them to another doctor and to contact the manufacturer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was moving, making it difficult to charge. The patient reported that the ins had moved from the subclavicular area to on or near their right breast. No external or patient factors were reported that could be related or may have led to this issue. It was noted that the patient had an appointment with their healthcare provider (hcp) on (B)(6) 2016 to discuss the issue. The details of the discussion were unknown and no plans for revision surgery were made at the time. The patient was considering contacting their hcp office again and may opt for a pocket revision surgery. The issue hasn¿t yet been resolved. It was noted that the patient continues to get relief from their spinal cord stimulation (scs) system. The patient¿s status at the time of this report is ¿alive, no injury.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that the patient was seen at their doctor's office and was told that the lead had moved and that they programmed around it at that time. There was stimulation in undesired location. This occurred daily. The stimulation changes were not related to positional movement. The patient noted that there were no changes at all, the change was sudden. The patient checked their device with the programmer and it indicated that the stimulation was off. There was a blank screen/splash/low programmer batteries. The batteries were replaced, they were bad. The patient replaced the batteries again and the issue was resolved. The patient tried to increase the stimulation and saw the turn stimulation on screen. They navigated to the desired program, b, and were able to increase the stimulation. They had some memory issues. Turning the stimulation on did not resolve the issue. The patient did not want to change to group c because group b was the only one that worked usually. The patient went from group a to b. They were advised to follow-up with physician. It was thought issues were with the patient programmer batteries. The device was meant to address right median nerve damage. The patient should feel it in her shoulder and part of the back and into wrist. All the patient felt was deep thrusting sensation and not the usual little vibrating sensation. They felt it in their shoulders and down her back into legs. Additional information was received from the patient indicating that there was a pre-implant history of seizures. They were resolved for years until they hurt their wrist, then they started again. The wrist pain was the reason they were implanted with the spinal cord stimulator (scs) device. The seizures started again a few months ago. The physician had not indicated that these were not device related. The patient did not stated that these were device related. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that the seizures that started a few months prior to the report and their relationship to the stimulation system was undetermined. It was noted that other factors had to be considered but not ruled out. There was an increase in pain. The patient noted that the physician gave no definite diagnosis on the return of their seizure activity. The patient did indicate that they were having difficulty with their stimulator, changing programs and speed. They were also having trouble with turning it off and on. The patient had a history of seizures since 1992. The stimulator was implanted in (B)(6) 2012. If additional information is received, a follow-up report will be sent.